Event description:
This device was implanted on (B)(6) 2016 and still remains implanted at this time. It was noted on the same date that the device had connection issues. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).